Manufacturer narrative:
The opticross imaging catheter was returned for analysis. Visual inspection revealed the imaging window was kinked, and a catheter twist in the lap joint section. Impedance testing showed an electrical open at the proximal waveform. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 01 nov 2023. It was reported that visualization issues occurred. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. It was noted that the catheter was flushed before putting the ivus to the patient. During the procedure when the imaging was turned on, static appeared on the monitor and no vessel image was displayed. The opticross catheter was then removed from the patient to be flushed and inspected. The physician tried the opticross catheter again, however the static still appeared. The opticross device was then removed, and the procedure was completed with another of the same device. There were no patient complications. Analysis of the device showed that there was a twist in the catheter near the lap joint section.